Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope displayed a scope error message. There was no report of patient harm associated with this event. During incoming inspection, the nozzle was clogged with foreign matter due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of scope error massage was not confirmed. In addition to evaluation in b5, due to wear of zoom lever, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had white-clouded area. The scope connector was dirty due to water leakage. Switch button 1 had a scratch. Switch button 4 had wear. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. Plastic distal end cover had a dent. The scope cover was shaved. The universal cord had a wrinkle. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.